Event description:
Connection problem.

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
During the revision surgery referenced in distributor´s complaint (B)(4) , the surgeon experienced significant difficulty in seating the bushings of the rotating hinge connection component into the bearing with two separate implants. Of note, this was the surgeon's first time using this system, hence the attendance in the surgery by distributor´s personnel. Also, this was a complex revision case, as it was a revision to a mega c sl push through total femur. In the first attempt to insert the connection component, one side would not fully seat and the surgeon attempted multiple times to seat the implant and get the spring to advance enough to deploy fully. During these attempts, he pulled the connection component out too far and the device sprang apart. Following this, a new connection component was taken and the surgeon experienced the same difficulty in fully deploying the spring on the same side, and this device was also was pulled back too far and accidentally allowed to spring apart. The surgeon reassembled the device under the guidance of the distributor´s employee as there was no third connection component available for the surgery. The team then concluded that the bearing had become deformed in the multiple attempts to seat the connection component. A replacement bearing box was then installed, and the connection component was able to be fully seated with full deployment of the spring. [Sales rep.].